Event description:
The initial reporter stated that the pump was alarming an error code 12. They stated that this resulted in approximately a 12 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmdg did not follow up with the initial reporter, at the time of the complaint they stated that the patient did not have any adverse effects due to the complaint and that they had no other information to provide. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the motor had failed, causing the error code 12 that resulted in the patients delay of treatment. This report is being filed for that reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 12. They stated that this resulted in approximately a 12 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmdg did not follow up with the initial reporter, at the time of the complaint they stated that the patient did not have any adverse effects due to the complaint and that they had no other information to provide. (B)(4).